Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated that the device has lost its effect and they are going to get it replaced. The patient stated that they were up all night to go to the bathroom and they went 70 times in one day. The patient has a pre-op scheduled with a healthcare provider. There were no further complications reported.